Manufacturer narrative:
The sensor was successfully removed during the first removal attempt on (B)(6) 2020. Patient was doing good and no further investigation is required.

Event description:
On feb 25th 2020,senseonics was made aware of an adverse event where patient could feel pain despite being injected with adequate amount of lidocaine and the sensor was removed on the first attempt made.